Event description:
It was reported that a patient was experiencing an increase in seizures. Prior to the increased seizures, the patient had experienced a drop seizure and his left chest near the vns was hit during his fall. The patient's device could not be interrogated by his community neurologist's programming system nor the programming system at the regional epilepsy center, so the epilepsy center physician suspected the patient's lead or generator may have been damaged during the drop seizure. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient had the generator replaced. The explanted generator could not be interrogated at explant. The generator was received into analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis for the explanted generator was completed and approved. An open can measurement of the battery voltage confirmed that the battery was ¿depleted¿. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator.